Manufacturer narrative:
(B)(4). Concomitant medical products: 00-4349-015-00, tm rvs base plt 15mm post +0, 64227255, 00434903600, poly liner plus 0 mm offset 36 mm diameter, 63953120. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03101. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's shoulder was revised approximately one month post implantation due to decoupling of glenosphere from the base plate. During revision only the glenosphere component was replaced. The base plate component was not removed from the patient because it was firmly positioned. No additional information available.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-rays identified disassembly of the left shoulder with the glenosphere separating from the baseplate. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI: (B)(4).

Event description:
No further event information available at the time of this report.